Manufacturer narrative:
H3 device evaluation: the returned implantable neurostimulator (ins) was subjected to a series of standard tests that included but were not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed all testing in the laboratory and no anomalies were identified. H6: please note that method code b20 and result code c20 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during an implantable neurostimulator (ins) re placement procedure, the new ins was connected to the already implanted leads and that ¿ok¿ was not displayed no matter how many times the lead connection was checked. It was stated that ¿since there was no problem in the advance impedance check at the time of connecting the old ins, it seemed to be an issue on the [new] ins side.¿ the hcp observed the cause of the issue to be the product, noting there was a ¿connection failure due to ins issue.¿ the ins was ¿never implanted¿ as a result of the event; a backup ins was used and the issue was resolved. There were no external factors in particular reported that may have led or contributed to the issue. No complications were reported or anticipated.